Event description:
Pt presented to hospital's same day surgery for planned procedure to correct "left side breast implant leaking and right side implant exchange with no complaint against device." The pt's leaking left breast implant was implanted on (B)(6) 2004. The implant was silicone with no reports by the pt of any breast trauma or mammograms since implantation. No observations during surgery was reported for creases or holes. Some damage was caused by explant surgery due to incision made to drain the implant. The pt tolerated well and was discharged home same day. The implants were sent to the MFR by the physician and surgery department as part of pt request to MFR "allergan" related to "all confidenceplus" warranty program so the pt could be reimbursed for the defective implant and cost of surgery. Allergan will be examining the device through this program.